Event description:
The detailed contact information of the initial reporter and patients weight at the time of the event was provided. It was noted that the doctor believed that it had nothing to do with the pump and it was a medical issue unrelated to the pump

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patients wife via a company representative. The patient was receiving sufentanil (concentration 1000 mcg/ml, dose 262.6 mcg/day) and clonidine (concentration 600 mcg/ml, dose 157.56 mcg/day) via an implantable pump for non-malignant pain. The patient was hospitalized on an unknown date, the patient was sick and it was thought that he was going through withdrawal, the company representative was asked to check the pump, the pump appeared to be functioning as it was not alarming and logs showed no signs of any issue. They ran blood tests which showed 0% level of opioids. No further complications were reported